Manufacturer narrative:
Lot numbers identified: 8000199042, 8000199043.

Event description:
It was reported ips plates were found to be fractured approximately 6 months post procedure possibly due to a mobile maxilla. It was removed and replaced.

Manufacturer narrative:
An investigation was successfully completed. The results of the investigation have identified no manufacturing issues, no design issues and/or corrective actions necessary at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Lots identified 8000199042. 8000199043.